Manufacturer narrative:
The reservoir tube lip was partially broken off. However, the test reservoir locked in place properly. No glue on case noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call the insulin pump had physical damage. The customer's blood sugar was unknown. It was reported reservoir chamber cracked and the plastic rim on the device that encloses the reservoir broke. The insulin pump worked but the o-ring was exposed. Customer had the plastic piece and super glued onto the insulin pump. Customer thought it was dry and put the reservoir back in the device. Customer cannot remove the reservoir because some super glue residue may have gotten on the reservoir. Trouble shooting was performed and found damage to the reservoir compartment. How damage occurred is unknown. The reservoir is able to lock in place however it is stuck inside the insulin pump. Advised the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.